Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was applying clips to the cystic duct. Two clips were placed and when he went to place the third clip, the clip was on the duct but the clip was scissored. He pulled the clip off and fired another clip which did not hold. The clip did not completely clamp down on vessel. The surgeon pulled that clip off and then he was able to use the same device to clamp the artery. Two clips did misfire but the other clips did work properly to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was cholangiogram done on procedure? No. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a malformed clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed nine clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.